Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.50/3.0/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2020 the lens was removed and exchanged with a longer length spherical lens. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue and debris on product. Visual inspection found optic and haptic torn, with residue on lens. Claim #(B)(4).